Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detection feature of the cardiac resynchronization therapy pacemaker (crt-p) did not automatically complete for an unspecified reason. The feature was manually turned off and the crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.